Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bone scan showed increased uptake in proximal femur around femoral stem. Stem relatively loose during surgery.

Manufacturer narrative:
Examination of the returned devices by a depuy commercialized product development engineer finds no abnormal or increased wear patterns, but does confirm the lucency as reported on pre-revision x-rays. X-rays dated (B)(6) 2012 were received and reviewed by a depuy complaint analyst. There are areas of lucency around the proximal portion of the femoral stem which could lead to loosening, as described within the complaint. It cannot be determined, with the x-rays provided, that the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.